Manufacturer narrative:
Continuation of d10: product ID 3389s-40 lot# (B)(6) implanted: (B)(6) 2019 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3389s-40, serial/lot #:(B)(6), ubd: 23-jul-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the caller noticed a red area on the patient¿s chest near the implantable neurostimulator (ins) while giving the patient a bath on saturday. This morning, a nurse observed redness and puffiness behind the patient¿s ear, as well as a red area on the patient¿s neck near the leads. The patient¿s ins displayed an end of service (eos) message, and patient services reviewed the meaning of the message. The caller stated they contacted the healthcare provider, who advised taking the patient to the ER, as they suspect a possible infection.